Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 5 occurred on a demonstration pump. The contact was able to load a new cartridge successfully. There was no patient involvement, as device was not connected to a person at the time of the event.